Event description:
Patient underwent successful vt ablation with stereotaxis. The patient's st. Jude ICD was reverted to its default settings because of the magnet. Despite multiple attempts the device could not be reprogrammed. It was necessary to change the generator in order to program therapies.